Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo explant procedure as of this time.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo explant procedure.